Manufacturer narrative:
The case was reopened as additional information was received. It is also reported that x-rays will be provided for review. Concomitant products: allofit®-s it alloclassic®, shell for acetabulum, uncemented, 50/hh, ref#00-8755-050-02, lot#2628465. As soon as the x-rays were recceived and investigaiton results updated an an amended medical device report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It is reported that the patient was implanted with a ceramic head and suffered 3 months after thr a fist dislocation. After 2 and 4 years, two other dislocations occurred. 5 years after the primary thr the device was revised.

Manufacturer narrative:
As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefor tried several times to receive more information for this case. No trend considering the following event is identified: revision due to dislocation. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it is reported that a (B)(6) patient underwent revision surgery due to recurrent prosthetic dislocation after 5 years 2 months in-vivo time. Revision of the acetabular cup, insert and head on (B)(6), 2017. No medical data such as x-rays, surgical notes or any other case-relevant documents received. No product was returned to zimmer biomet for in-depth analysis. The compatibility check was performed from (B)(6) and showed that the product combination was approved by zimmer biomet. Root cause analysis root cause determination using dfmea: - dislocation (short-term manifestation of harm) due to user error - joint laxity => possible: the surgical reports are not provided for the investigation, therefore cannot be excluded. - dislocation (short-term manifestation of harm) due to joint laxity due to limited head offset options => possible: the surgical reports are not provided for the investigation, therefore cannot be excluded. - dislocation (short-term manifestation of harm) due to no or inadequate labeling - surgeon selects incorrect head offset => possible: product is not returned for the investigation, therefore cannot be excluded. Conclusion summary the event is the revision surgery of the patient due to prosthetic dislocation. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Possible reasons leading to dislocation of the head may include joint laxity and incorrect head offset selection by the surgeon. However, due to absence of medical data it is not possible to make further analysis of the event. The investigation of the event including the warsaw design devices is done under (B)(4). Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. Note: this is a split complaint with zimmer inc .warsaw the liner is reported on (B)(4) . The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted with a biolox option, head, m, 32/0, taper 12/14 and underwent revision surgery due to dislocation. It was now also report that the exact implantation date is unknown.

Manufacturer narrative:
This case has been reopened as new information has become available and the investigation has been updated. New information: it was now reported that the implantation date of the products mantioned in this case is unknown. X-rays were received and have been reviewed to update the investigation. DHR-review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: revision due to dislocation. Event description: according to the incident report received from italian authorities, it is reported that a 67 years old patient received hip implants in 2012. Three months after the thr in 2012, the patient suffered a first dislocation. On 2014 and on 2016 there were two other dislocations. After this last dislocation the polyethylene was replaced. Since then the patient reported recurring episodes of subluxation. Subsequently, she underwent revision surgery on (B)(6) 2017 due to recurrent prosthetic dislocation. Revision of the acetabular cup, insert and head took place on (B)(6) 2017. The explanted cup was reported to be not well positioned. The product identification given in the incident report shows that the biolox head, alllofit shell and warsaw design liner were manufactured on april 23, 2015, october 11, 2011 and october 21, 2014, respectively. This information hints to the fact that the implantation date of 2012 is not possible for alltogether. Since no other information is available at the hand, it is assumed that those products were implanted after the last dislocation in 2016. However, the exact date of implantation is not known. Review of received data: 2 pelvis x-rays dated january 10, 2017: in one of them dislocated tha on right hip is seen. The femoral head is not located in the acetabular socket. The next one shows the head is centered in the socket again. Possibly a closed reduction performed. The inclination angle of the shell is quite high, being approximately around 60° which is higher than the appropriate range. Stem seems to be well positioned. 2 pelvis x-rays dated january 12, 2017: again in one of them the femoral prosthesis dislocated and in the other one it is reduced. No changes compared to previous ones. 2 pelvis x-rays dated february 28, 2017: no changes compared to previous ones. Devices analysis: no product was returned to zimmer biomet for in-depth analysis as the customer stated that the product location is unknown. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using dfmea for biolox head: dislocation (short-term manifestation of harm) due to user error - joint laxity. Possible: the surgical reports are not provided for the investigation, therefore cannot be excluded. Dislocation (short-term manifestation of harm) due to joint laxity due to limited head offset options. Possible: the surgical reports are not provided for the investigation, therefore cannot be excluded. Dislocation (short-term manifestation of harm) due to no or inadequate labeling - surgeon selects incorrect head offset. Possible: product is not returned for the investigation, therefore cannot be excluded. Root cause determination using dfmea for allofit cup: dislocation due to malpositioned shell. Possible: x-rays show that the shell is malpositioned. Conclusion summary: the event is the revision surgery of the patient due to dislocation. Implantation date is not known with certainty and assumed to have happened in 2016. Stem identification is not possible. No operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. X-rays confirm the dislocation event and they show that the shell is poistioned around 60° of inclination angle which is not in the suggested range as in the surgical technique. Therefore, the most likely root cause for the dislocation event is the malpositioned shell. However, it is unknown at which time the shell became in this position. Other possible reasons which might be leading to dislocation may include joint laxity and incorrect head offset selection by the surgeon. However, due to absence of surgical reports it is not possible to comment on these reasons. The investigation of the event including the warsaw design liner is done under (B)(4). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. An e-mail requesting additional information was submitted on may 02, 2017. This is a split complaint with zimmer inc .(B)(4). The liner is reported on cmp-(B)(4) . Zimmer¿s reference number of this file is cmp-(B)(4).

Event description:
It was reported that the patient was implanted a bioloxoption, head, m 32/0, taper 12/14 on unknown side on (B)(6) 2012. The patient was revised on (B)(6) 2017 due to recurrent prosthetic dislocation.